Event description:
The manufacturer received information alleging a patient had an anoxic event while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient had an anoxic event while using a ventilator. The durable medical equipment supplier (dme) who owns the device was contacted. The dme had no recollection of this event. A serial number search of the dme's records indicate the device is currently in the field with no allegations against it. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.